Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) in (B)(6) 2021. Three months post procedure on (B)(6) 2021, the patient presented at the hospital with shortness of breath. A 900ml pericardial effusion was discovered and a pericardiocentesis was performed. The patient recovered from the pericardial effusion but remains hospitalized for reasons unrelated to the laa closure procedure.